Event description:
Pt was returned to or for end of life replacement of generator. Pt has new lead inserted at same time (1/24/94) due to improper functioning of lead and lead malpositioned high in right ventricle. Original lead capped and left in pt. The other device in use at time of event was pacemaker generator, cat # 8412, ser #qe2200228h.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.